Event description:
The customer reported a delaminated keypad on volumat mc agilia pump. The customer stated the keypad has stopped working on the bolus button. The keypad is set to be returned for evaluation. A follow-up report will be submitted once more information is available.

Event description:
A picture was reviewed for evaluation. The defect was confirmed through visual inspection of the returned picture. However, since the device was not returned for evaluation, a root cause could not be determined.